Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration is related to the activ.a.c.¿ therapy system. Device labeling, available in print and online, states: ensuring dressing integrity. It is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient: a hold was requested for the v.a.c.¿ therapy system due to maceration. On (B)(6) 2018, the following information was reported to kci by the nurse: the patient underwent sharp debridement for maceration on (B)(6) 2018. On (B)(6) 2018, the following information was reported to kci by the nurse: the activ.a.c.¿ therapy system had not been re-applied, and the patient has fully recovered. She could not determine if the activ.a.c.¿ therapy system caused or contributed to the maceration. On (B)(6) 2018, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On (B)(6) 2018, the device was tested per qc procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.